Event description:
Medtronic received information that 5 days post implant of this tricuspid annuloplasty band, it was reported that the patient had an altered mental state with left sided weakness. An angiogram demonstrated occlusion of the right distal m2 and a computed tomography (CT) perfusion discovered perfusion abnormality of the posterior right middle cerebral artery (mca) vascular territory. A second CT was performed and discovered evolving infarction in the lateral aspect of the right frontal lobe. A neurological evaluation confirmed right gaze preference with crossing of the midline and left sided neglect with double simultaneous stimulation. It was confirmed the patient had a mild stroke. Dual antiplatelet therapy was initiated. Subsequently, 9 days later, the patient resolved/recovered. The patient had appreciable left sided weakness with minor deficits in left hand dexterity and coordination. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.